Manufacturer narrative:
It was reported that there were no signs of kinking on the introducer sheath; however, visual inspection of the returned device revealed that there was a kink in the introducer sheath. No resistance was felt during the investigation when the device was inserted and advanced into the introducer sheath until the connector prong on the device handle locked into the introducer sheath. Based on the investigation performed, the probable cause of the inability to advance in sheath could have been the kink in the introducer sheath which prevented the catheter from being advanced all the way into the sheath; however, the root cause of the kink could not be conclusively determined. The review of the lhr (f1520501) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the physician attempted to insert the mynx ace vascular closure device handle into the introducer sheath that was in the common femoral artery, but the device would not insert all of the way. Subsequently the physician could not "click" the handle into the introducer sheath in order to pull back and deploy the sealant. After the removal of the sheath, there were no signs of kinking. A hematoma of 6 cm or less formed. Manual compression was applied for 15 minutes. It is unknown if the patient was hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the device would not fully enter the deployment sheath. Procedure type: diagnostic peripheral vessel size: 5 mm sheath size: 6f.